Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six units of 5000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. The leaks were discovered during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added. The lot was manufactured from august 04, 2018 - august 05, 2018. Two (2) actual samples were received for evaluation. Visual inspection was performed for both samples and did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed for both samples which revealed a leak at the spike port cap from the base of the spike port tubing of both samples. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The four (4) remaining samples were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.